Event description:
A report was received that the patient underwent pocket revision surgery. The patient felt as though the pocket was uncomfortable in its current location. The physician revised the pocket to a higher location in the patient's body. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
This is the final report.